Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 implant pre-deployed from the device. No patient injury or complications were reported.